Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that a thrombus occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine 45 day follow up examination, a thrombus was observed on the face of the closure device. The patient will continue to take aspirin and an antiplatelet medication. A transesophageal echocardiogram will be performed in the future to monitor the thrombus. No patient complications were reported.

Manufacturer narrative:
Other relevant history updated. Relevant tests/laboratory data updated. Date of event, event date confirmed.

Event description:
It was reported that a thrombus occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine 45 day follow up examination, a thrombus was observed on the face of the closure device. The patient will continue to take aspirin and an antiplatelet medication. A transesophageal echocardiogram will be performed in the future to monitor the thrombus. No patient complications were reported.